Event description:
It was reported that during implant the right ventricular lead exhibited a loss of sensing and insulation damage. The lead was not used and replaced. The procedure was completed without incident.